Event description:
Two jp drains were removed. One was removed intact, but the second jp drain broke, and a piece was retained. There were no additional details or contact information received on medwatch mw5116307.

Manufacturer narrative:
The customer sample was not available for evaluation. It is vital to the investigation that the customer sample be available for examination and testing. A review of nonconformance data since (B)(6) 2022 to present was reviewed and no issues that could be related to the condition reported were found. The lot number reported was manufactured on (B)(6) 2022 and a review of the device history record was conducted and no issues were identified that could have caused the reported condition. This is the first incident reported for this lot number for the reported failure due to broke. Since the complaint sample was not returned for evaluation, the root cause could not be identified with the information available. It is recommended to strictly follow the instructions provided in the instruction for use (IFU) data included with the product to ensure drains are properly used. According to the instructions for use (IFU). ¿drains or tubing should not be handled with any instruments. This can lead to tearing, warping, or weakening and subsequent breakage of the drain. To facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow, steady pressure. Excessive force may result in breakage. During placement and removal of the drain, do not nick, cut, tear or otherwise damage the drain as this may lead to breakage. Leaving the drain implanted for any period of time which allows for tissue ingrowth around the drain and into the holes, may cause breakage on removal.¿ cardinal health will continue to monitor trends and utilize the information as part of continuous improvement.